Event description:
It was reported that when using the bd pyxis¿ es server after a downtime, all patients failed to cross over, and new patients were not appearing on es. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where patients were not crossing. A technical support specialist (tss) found that the station was on critical manual override and that all xml messages were current. The tss ran a downtime query and observed that the cce messages were current, however, the available for processing xml/msg showed four waiting messages and displayed null for the last successfully processed xml time. The tss restarted the external messaging services, .net services, bd external communication services, and bd external inbound processors service. After running the downtime query again, all messages were current, and the tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.